Event description:
The patient contacted lifescan alleging that their one touch ultra meter was prompting the error 5 message. The patient did not have symptoms of high or low blood glucose level at the time of concern. The patient called doctor regarding the error 5 message and was advised to contact lifescan. The patient received no treatment. The customer care representative walked the patient through retesting with the reported meter and the error 5 message appeared. The patient neither alleged harm nor experienced injury or medical intervention due to the product. Based on the unresolved error 5 message, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips and control solution were replaced.